Event description:
It was reported that during a procedure, the bag split. No other details provided. There was no patient injury.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device lost in transit to the analysis site. Shipments and documents reviewed in an attempt to locate the product; however, the device could not be located. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.